Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, there was placement difficult that prevented the lead from being implanted. It was noted the catheter head was "tortuous" and could not be used normally after the longer operation time. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.